Event description:
The catheter could not be detected on the carto system. The error displayed on the monitor was "catheter not detected." First the cable was replaced, and the error message persisted. Then the catheter itself was replaced and the error message was resolved. This was an out-of-the-box failure.====================== health professional's impression======================ep- equip/supplies/product out-of-package failureequipment/supplies/product defect/suspect failure